Manufacturer narrative:
G4:15feb2021; b4:23feb2021; h11:g5:k102985. H10:the replaced central processing unit (cpu) printed circuit board assembly was returned to failure investigation laboratory (fi) for analysis. The investigation was unable to reproduce the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31dec2020.

Event description:
It was reported to philips that the device had a back-up alarm failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. The philips se (service engineer) evaluated the device and was unable to replicate the reported issue however, the error was confirmed in the error log. The se replaced the cpu pcba (central processing unit, printed circuit board assembly) board and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing.